Manufacturer narrative:
Based on the reported event and our investigation, the reported event was caused by use that is beyond the usage described in our labeling and cleared intended use. A supplemental medwatch will be submitted if additional info becomes available. (B)(4).

Event description:
It was reported the device was in use for one week when it began to leak on the venous inlet side. Bone was not successful in sealing the leak. The device was changed out with no reported pt effect. (B)(4).